Event description:
On september 20, 2024, the lay user/patient¿s relative contacted lifescan (lfs) portugal, alleging that the patient¿s onetouch verio reflect meter was displaying the ¿error 2¿ message. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the reporter. The reporter stated that the alleged issue began on (B)(6) 2024, around 9:00 am. The patient manages her diabetes with a fixed dose of lantus insulin. In response to the alleged issue, the reporter claimed the patient stopped using the meter and took less food. The reporter claimed that on (B)(6) 2024, the patient experienced symptoms described as ¿dizzy, nauseous and fell¿; symptoms she related to diabetes. During the initial call, the reporter claimed the patient received medical treatment at the urgent care clinic for pain and dehydration. During the follow-up call, the reporter confirmed the patient was given an ¿IV drip and magnesium¿ and that she was going to have an x-ray related to the event. The reporter did not believe the patient had her blood glucose measured at the clinic, but claimed the hcps indicated that the patient was ¿very weak¿. The reporter mentioned that on (B)(6) 2024, the patient had her blood glucose measured at the pharmacy and a result of ¿460 mg/dl¿ was obtained. The reporter attributed the onset of the patient¿s symptoms to the patient being unable to test her blood glucose with the subject meter. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after she was unable to test her blood glucose due to the reported issue.